Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Juice and candy was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 46 mg/dl was recorded by continuous glucose monitor (cgm) data on (B)(6) 2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. The user did not deliver any boluses on (B)(6) 2018. There were no erratic basal rate adjustments by the user. The basal iq software suspended basal delivery several times on (B)(6) 2018. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the insulin pump experienced a malfunction or failure.